Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested by turbid drain and abdominal pain. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized. It was unknown if the patient was treated with antibiotics for the peritonitis. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information could be provided because the reporter declined follow up.